Event description:
A (B)(6) old female pt implanted with a 28mm cardioseal on (B)(6) 2007 at (B)(6). Presented at (B)(6). On (B)(6) 2007 complaining of migraines, palpitations, and intermittent numbness of her fingers and shortness of breath with lying down. Tte and subsequent tee confirmed mobil thrombus on both sides of the device. The pt was admitted and underwent cardiac surgery on (B)(6) 2007. The operative case summary we received from the explanting site revealed the procedure was successful. The implant and co existing thrombus was removed without complications. According to the implantation case summary from the implanting site, the cardioseal was implanted in normal fashion with excellent device position which was confirmed with ice after deployment. The implant physician was unaware if any hypercoag screen was done before implantation or if pt was using oral contraceptives. At that time, the pt confirmed she had not been taking aspirin, status of plavix is unk. The pt was discharged on aspirin and plavix, dosage not known.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.